Manufacturer narrative:
One device was received for evaluation. A 'sensor background test error' was revealed in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the damaged force sensor and broken plunger case was the root cause. The force sensor and all plastic parts of the plunger head were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force background test error. The product fault occurred during testing. There was no patient involvement.